Event description:
It was reported that post pocket closure, the ventricular lead threshold rose. Fluoroscopy did not show that the lead position had changed. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.